Event description:
During a supraventricular tachycardia procedure, an optical problem occurred causing a delay. The catheter was inserted through an sl1 introducer and into the right atrium. The speed of heparin saline was 2ml/min. The pressure was 4-5g when the catheter was attached, but increased to a maximum of 25g when ablation was initiated. When ablation is stopped, the pressure goes back to 4-5g. This same issue occurred with 2 catheters. A third catheter was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.